Event description:
Severe burning of gums, roof of mouth, lips. Mouth ulcers. Tooth/mouth pain leading to loss of sleep, vertigo when lying down. Originally thought it might be toothpaste causing problem. Discontinued toothpaste and symptoms continued to worsen. Dates of use: 1 year, (B)(6) 2009-(B)(6) 2010. Diagnosis or reason for use: to straighten teeth/correct bite. Event reappeared after reintroduction: yes.